Manufacturer narrative:
The device was evaluated by zoll medical corporarion. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included daily/weekly/monthly self tests, on/off current, patient and circuit impedance testing, shock testing without duplicating the customer's report. The g3 main board was replaced as a precaution. The electrode pads used at the time of the report were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.